Event description:
It was reported that the insertable cardiac monitor (icm) failed to be interrogated via bluetooth telemetry prior to procedure. The device was not used for implant on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of no ble telemetry was confirmed. The device was received with no telemetry. Final analysis found high current drain on hybrid. The premature depletion conditions could not be reproduced during thermal analysis and the anomalous component on the hybrid could not be determined. A longevity calculation was performed and found the battery depletion to be premature based on device usage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.